Event description:
Customer reported three screws were broken close to the screw head area during surgeries. This is 1 of 3 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The complaints statistics of these article numbers do not show an increased breakage rate. The measureable dimensions of the one screw returned, part number 400.816 was checked and found to be in compliance with the technical drawings and specification. The surfaces of the cross-sections are homogenous; no anomalies of material structure were found. We consider these breakages to be caused during mechanical overloading situations, nevertheless the surgeon is an experienced user. If the patients bone is hard, we recommend tapping the hole before insertion; even if a self-tapping tip was chosen for the operation. This complaint has been determined to be indeterminate. (B)(6).